Manufacturer narrative:
The hospital's biomed was seeking dräger's assistance on the phone. Some minor nonconformities were found and corrected but these had no causal connection to the reported event. A technical deviation which might explain a ventilator failure was not found; the workstation passed the power-on self-test and was returned to use. An in-depth evaluation of the log file conducted by the manufacturer has than later confirmed that a ventilator failure has occurred during the particular procedure. The device had detected a deviation between the calculated and the measured piston position and has forced a shut-down of automatic ventilation to protect the patient from potentially hazardous output. The exact root cause could not be determined from the log file data. The issue is not necessarily related to component malfunction - if pressure is applied to the patient's chest due to e.g. Repositioning in a moment when the ventilator applies a piston hub this may lead to a fast rise in airway pressure whereupon the device responds with a safety shut-down of automatic ventilation. Heavy coughing of the patient during the wake-up phase may cause this as well. Independent from the triggering condition can be concluded that the device response was adequate. Due to the fact that it was not possible to determine any persisting error conditions in follow-up of the event, it is seen likely that the shut-down of ventilation was rather related to these procedural aspects than to component malfunction. A shut-down of automatic ventilation is accompanied by a corresponding alarm. As confirmed for the particular case, manual ventilation via the built-in breathing bag is further possible, and the monitoring functions remain unaffected.

Event description:
It was reported that a ventilator failure occurred during use of the device. The team reportedly finished the surgery in manual ventilation; no health consequences for the patient were resulting from the event.